Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high out of range pacing impedance measurements. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that during a post-implant follow-up, this lead was exhibiting out of range pacing impedance measurements. The physician elected to surgically intervene, at which time blood was observed within the electrode and the associated device header. The blood was cleaned from this location; however, high impedance values remained unresolved and the lead was removed and replaced. The lead was not returned. No adverse patient side effects were reported.